Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's father reported via phone call low blood glucose levels. Customer's blood glucose level was 34 mg/dl. Troubleshooting for low blood glucose was performed. Customer was able to perform and pass both the self and displacement tests. Customer advised to monitor the insulin pump and call back if issues persist.